Event description:
Pt received burns on anterior chest after one shock at 200 joules. Md ordered silvadine cream bid and prn to burn areas. Ballard medical products has no first hand knowledge of the allegations, but is relying info received from outside sources pursuant to federal regulations.